Event description:
The pump had only one motor stall with a tube set message. The cause of the stall was unknown. The physician attempted to restart the pump by completing a single bolus, which was unsuccessful. The patient reported only increased pain. The patient was undergoing treatment for two acute issues and after those treatments are completed, replacement of the pump may be considered. The patient was being managed with oral medications and had recovered without permanent impairment.

Event description:
Additional information received reported that the patient was to be monitored with oral medication. The patient had some health related issues that prevented the pump replacement. Additional information could not be obtained at the time of the report. Should additional be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed per the event logs with no motor stall recovery recorded. The patient had reported worsening pain and had gone to their health care provider (hcp) on the date of this report. The hcp then interrogated the pump and discovered the stall. The patient reportedly did not hear an alarm. The hcp as a result tried to program a bolus in an effort to ¿jump start¿ the pump however the motor stall didn¿t recover. It was noted the patient had developed a tumor in their leg a ¿few¿ months ago and usually had no pain but now without the help of the pump, the tumor was causing pain. The hcp planned to cover the patient with oral medications until they decided next steps. Three weeks later, the pump alarm was going off and the hcp wanted to turn the pump off. The pump off passcode was provided. The hcp had to change the programmer batteries and fill out empty areas on the programming in order to enter the code to turn off the pump. The device system was used to deliver hydromorphone, clonidine and bupivacaine. Further information including patient outcome was not provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.